Event description:
A customer reported that a patient experienced a thermal burn during a cataract with intraocular lens implant surgery. The system is new to the surgeon. It was suggested that the audible tone might not have been properly interpreted. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 crf 803.56 when additional reportable information becomes available. (B)(4).